Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that meter screen is hard to see, and there is no scratches or cracks. The screen is just faulty. Customer mentioned blood sugar was up to 410mg/dl. The customer declined further troubleshooting for high blood glucose. Customer stated he will treat. The insulin pump will not be returned for analysis.